Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator set screw was stripped and unable to tighten. The generator was successfully exchanged. There were no patient consequences.

Manufacturer narrative:
The reported field event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the atrial set screw was backed out from its thread as a result of unscrewing the set screw too far. The set screw also contained septum material inside the hex cavity, which prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.